Event description:
On (B) (6) 2010, company representative stated patient reported experiencing elevated blood glucose since early this morning. On follow up call, patient reported her blood glucose this morning was 442 mg/dl. Patient reported her insulin cartridge appeared empty so she changed the cartridge and delivered a 3.5 unit bolus. Patient stated, the infusion device did not alarm for a low cartridge or an empty cartridge. Patient reported her blood glucose ranged from 252-398 mg/dl, the remainder of the day. Patient's normal blood glucose range is 120-150 mg/dl. Patient stated, she believes her boluses are working but does not know why she has not been able to decrease her blood glucose. Patient reported, she changed her infusion set today. Advised patient that the use of expired product could be affecting the infusion device's ability to deliver insulin. Patient reported her doctor advised her to stop using the infusion device and called in a prescription for insulin injections today. Advised, she follow her doctor's orders. Unable to gather additional information for troubleshooting. Advised patient to return infusion device for investigation; patient declined and continues to use the infusion device.

Manufacturer narrative:
No product will be returned for evaluation.